Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump did not turn on after appearing to charge on a wireless pad, with the blue ring briefly flashing and the screen going blank, consistent with an unexpected shutdown involving computer software. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose levels were not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the device¿s computer software that aligned with an unexpected shutdown. It was concluded, based on previously established findings for similar reports, that the cause was traced to software coding.